Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was noted on the right ventricular (rv) lead. The rv lead was revised and remains implanted. The patient was stable condition.